Event description:
Patient reported "bit ruptured" and "they were making me so sick all my joints ached had chest pains was took to a&e as they thought I had stroke but nothing come back in the xray", which is not device related. This record is for the left side. The device was explanted and replaced with a non-abbvie device. The device is available for return. The patient was hospitalized.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.